Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. The software flag files were last downloaded on 10/31/2015. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient alleged that she had been treated by the device. The patient reported on (B)(6) 2015 that the device alarmed, shocked her, and burned a hole in her skin causing an ulcer. The reported treatment was unable to be confirmed as the patient refused to download or return the equipment. The outcome of the patient's skin condition is unknown.